Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level of 600s mg/dl and was hospitalized. The customer alleged, that the pump stopped delivering insulin. However, declined troubleshooting with tandem technical support. And declined to provide further information. Therefore, the alleged root cause could not be confirmed. The customer reverted to an alternate method of insulin therapy. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.